Event description:
It was reported that the pump exhibited a bubbled downstream occlusion. During physical inspection, it was found that the downstream occlusion seal was degraded. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a degraded downstream occlusion seal. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion seal separating from the unit. As a result, the downstream occlusion seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.